Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected battery anomalies noted during testing. No unexpected low battery alerts were present in the pump history file. Pump error (power error detected) alarms were triggered when the lithium backup battery (loaded vlith) was less than 3.50 v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue (j6). Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for a day with the pump functioning properly during testing as shown in the power management graph. The pump was received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, cracked battery tube threads, slightly faded serial number label and severely faded end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had battery problems. Customer¿s blood glucose was unknown at time of incident. Insulin pump will not be return for analysis.